Event description:
The nurses were lifting a female pt without legs out of the bed. While the lift was up and the pt suspended in air, the lift made a noise and the jib slid straight down with the pt still in the sling, causing the pt to fall onto the bed. No injuries were sustained.

Manufacturer narrative:
Further info will be provided upon MFR's investigation.